Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the compressor being loud and having low output. Additional malfunction was leaking at the tie wraps.